Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy1242 showed twenty-seven other similar product complaint(s) from this lot number.

Event description:
It was reported "on 3/21/2002 placed PICC single lumen. On (B)(6)called that leaking at max zero connection to PICC. When aspiration through max zero micro bubbles were in syringe. A different max zero connector was applied and micro bubbles continued." Additional information received 03/29/2022: it was reported attempted blood draw from PICC. There was no symptoms with catheter and it was not removed/replaced. There were no symptoms with catheter. Securement device statlock. Q site adapter was placed to avoid further problems.

Event description:
It was reported "on (B)(6) 2002 placed PICC single lumen. On (B)(6) called that leaking at max zero connection to PICC. When aspiration through max zero micro bubbles were in syringe. A different max zero connector was applied and micro bubbles continued." Additional information received 03/29/2022: it was reported attempted blood draw from PICC. There was no symptoms with catheter and it was not removed/replaced. There were no symptoms with catheter. Securement device statlock. Q site adapter was placed to avoid further problems.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage at the catheter/accessory connection was inconclusive because the returned sample was a non-original product sample. The product returned for evaluation was one 4fr s/l powerpicc catheter. The sample was received in its original sealed packaging. Gross inspection was unremarkable. An attempt to infuse water through the sample using a 12ml luer-lock style syringe revealed the sample to be patent to infusion and aspiration with no leaks. Microscopic inspection of the luer adapter did not reveal any damage or defects. No deficiencies were discovered during evaluation of the returned sample; however, the returned sample was sealed and unused which indicated that it was not the originally implicated device. Consequently this complaint is inconclusive at this time.